Manufacturer narrative:
Product complaint#: (B)(4). Additional information provided: did the event occur during sterile processing? Unknown, did the event occur during field inspection? Unknown, did the event occur during internal service activities such as calibration? Unknown, patient status/ outcome / consequences: no patient involvement, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please describe the sterile packaging: were there any issues with the seal of the sterile packaging? Are there any tears/holes in the sterile packaging? What do you mean by "contaminated"? Please elaborate. Please proceed export for device return to analysis site. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date on (B)(6) 2026. Product was broken and contaminated before open and use it. There was no patient involvement, additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: the product was returned to eth for evaluation. Visual inspection was conducted on the returned device. Actual sample: visual analysis of the returned sample revealed that the device was received inside its packaging, which was found to be unopened. During inspection, the presence of a polymerized vial was observed, and the ampule was found to be broken. These findings confirm that the pen device sustained damage prior to or during return. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Due to the damages found on the device, the complaint is confirmed, a possible cause for these conditions is due to improper handling during transit or storage. Photo: upon visual inspection of the picture, one device of product was observed to be polymerized inside of the original packaging and closed. However, no conclusion could be reached as the device was not returned for analysis. Based on the photo review, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.